Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #02 MFR report:3005168196-2019-01256. Section h. Box 4. Device manufacture date. H3 other text : placeholder.

Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was returned with the mid-joint positioned distal to the introducer sheath friction lock. The pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 87.0 and 112.0 cm from the proximal end. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was positioned distal to the introducer sheath friction lock. During functional testing, the smart coil was able to be advanced through its introducer sheath and through a demonstration microcatheter without an issue. The reported complaint was unable to be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four smart coils and another coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil, the physician experienced resistance within its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil, another coil with the same microcatheter. There was no report of an adverse effect to the patient.